Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what procedure were they performing? (B)(6). Did the clip damage the vessel? Yes. If yes, was the clip malformed? Yes. How was the vessel repaired? With other device. How was the procedure completed? With other devices. Was there any patient consequence? No.

Event description:
During the surgery, the clip damaged the vase.

Manufacturer narrative:
Pc-(B)(4). Batch # r93954. Device analysis: the analysis results found that the mcs20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 14 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch r93954 number, and no non-conformances were identified.